Event description:
Reporter states that he felt that he was sun burned after having a sct scan of his back and abdomen. Reporter went to his doctor to have an egd done and was told that his abdomen and esophagus was inflamed. States that the burning sensation is on the fatty areas, back and stomach; and that the lower part of his ribs are tender to touch.